Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main insulation tube exhibited scratch and gouge marks with materials removed at the distal end. Engineering concluded that damage was likely caused by excess force contact on the main tube surface. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that an insulation piece came off from the monopolar cautery instrument.